Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report inability to close the clip and remove the clip delivery system from anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtr was advanced and grasping attempted three times; however, it wasn't satisfactory. On the fourth attempt, grasping was achieved and the clip was closed per the instructions for use (IFU), but then the clip opened on its own. The clip was inverted in order to remove it, but the clip would not close to zero degrees. The clip only closed about 60-80 degrees. The clip could not be removed from the patient; therefore, the patient was sent to open heart surgery with the steerable guide catheter still in the patient. Post procedure mr remained at 4+. The clip was surgically removed and mitral valve replacement was performed. The patient is still hospitalized in stable condition, doing well. There was a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issues could not be tested during returned device analysis as the clip was returned damaged and separated from the cds. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty to remove the device appears to be related to the inability to close the clip. However, a conclusive cause for the difficulty grasping, clip open -efaa and inability to close the clip cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.